Event description:
It was reported by an distributor that the clip applier dropped some clips from the jaws and the bile duct was cut instead of stapling it. The surgery time for the case was extended. No pt injury.